Event description:
On (B)(6) 2012, the reporter contacted animas to report that on an unspecified date, the patient gave herself an inadvertent infusion of 0.5 units insulin. The patient's blood glucose level was 72 mg/dl, and after the infusion it dropped to 44 mg/dl. The patient did not report any symptoms of hypoglycemia. The patient administered self-treatment by consuming glucose tablets and protein shake. Her subsequent blood glucose reading was 66 mg/dl. The patient noted she had changed the insulin cartridge and then filled the cannula while still attached. The patient's technique was incorrect by filling the cannula while attached. However, as the patient suffered blood glucose levels suggesting severe hypoglycemia after this occurred, and received treatment with food, this complaint is being reported.

Manufacturer narrative:
Follow-up #1 date of submission 05/02/2014. Device evaluation: the pump has been returned and evaluated by product analysis on 04/22/2014 with the following findings: it was reported that the fill cannula step was performed while attached. The pump passed flow accuracy test and found to be delivering within the required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.